Manufacturer narrative:
Zimmer biomet (B)(4). Unique identifier (UDI) number - unavailable as the lot number has not been provided. Concomitant medical products: 161468 - lot # unknown - oxf twin-peg cmntd fem sm PMA, 154720 - lot # unknown - oxf uni tib tray sz b lm PMA, these are associated devices that are not related to the event. An investigation is in progress for this event. Upon completion a follow up report will be submitted.

Event description:
Knee revision due to unknown reason.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient underwent a bearing revision due to dislocation six weeks after the initial surgery.